Event description:
It was reported that the patient had the inflatable penile prosthesis revised as the tubing was very prominent in the patient scrotum. The tubing was shortened, and no components were replaced. No patient complications were reported.